Manufacturer narrative:
This report is for an unk - drill bits: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that when attempting to insert proximal locking screws for a suprapatellar tibial nail, the aiming arm did not align with the proximal locking holes. This cause drill to miss the hole, and the surgeon used freehand to complete the locking. Also, when removing the connecting bolt from nail was very difficult and it gave a lot of resistance before finally coming out. Surgery was delayed 5 minutes but completed successfully. There are no patient consequences. This report is for 3 of 4 for (B)(4).